Manufacturer narrative:
Additional information: e1(event site telephone:(B)(6). Email: (B)(6), spoc: (B)(6), e3 is unknown (initially it is submitted as "other healthcare professional")) it was reported that cardisave intra aortic balloon pump (iabp) had broken hinges. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and found that the hinges on this unit were broken in two different areas for the storage compartments. Fse replaced the (d441-00-0196) storage bin chassis assembly and completed a full system test. All tests passed to factory specifications. Unit returned to the customer and released for clinical use.

Manufacturer narrative:
A supplemental report will be upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump hinges on the front access panel have been broken. No patient involved.